Event description:
Reportedly, the surgeon was performing an extremely low anterior resection. When he fired the instrument no staples were placed. The surgeon mentioned that he noticed open staples in the field. Additional info from the surgeon indicated that an ileostomy was performed.